Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post had been bent. It was determined that this was due to excessive force being placed on the device during use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during testing, it was observed that the motor device was overheating while in use with the craniotome device. It was further reported that the craniotome device was not functioning properly due to a bent plate. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.